Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the left circumflex artery (lcx). The physician attempted to direct stent the lesion with a 2.25x32mm taxus liberte stent; however, the stent delivery system (sds) was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted. The lesion was then predilated with an unspecified balloon and the procedure was successfully completed by implanting a 2.5x32mm taxus liberte stent. No patient complications were reported and the patient's current condition is fine.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the left circumflex artery (lcx). The physician attempted to direct stent the lesion with a 2.25x32mm taxus liberte stent; however, the stent delivery system (sds) was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted. The lesion was then predilated with an unspecified balloon and the procedure was successfully completed by implanting a 2.5x32mm taxus liberte stent. No patient complications were reported and the patient's current condition is fine.